Manufacturer narrative:
After battery installation unit gave a frozen screen display anomaly due to moisture damage to the electronic assembly noted. Unable to perform displacement test, self-test, stop current test, run current test and off no power test or test for missing segment/partial display and blank display due to frozen screen display. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank. The customer changed the battery and display got blank. Customer stated that contacts cap and compartment with a cotton swab and insert a new battery, the insulin pump turned on, but the display got dark. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.